Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3587a, lot# lb8368, implanted: (B)(6) 2004, product type: lead.

Event description:
The patient and a manufacturer representative reported that the patient's electrodes on their right lead were all showing high, out of range impedances. The cause of the high impedances was unknown. The patient was scheduled for a full system replacement with an MRI compatible system on (B)(6) 2016. There were no patient symptoms reported. The patient was implanted for multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.